Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that caller states for about the last 6 months or so patient has had a couple utis and a lot of lack of control. Caller states patient had therapy turned off due to a procedure and met with manufacturer representative (rep) about 2-3 months ago and rep turned therapy on. Since then, patient has still had troubles. Caller has moved to arizona and made an appointment with a urologist that they have seen 3 different times who now says the insurance company needs another referral, so they don't have a managing healthcare provider (hcp). Agent emailed physician listings. Caller went through sunmed because they could not find the controls and had issues with the healthcare provider they thought had them but they claim they did not. Caller received some new equipment but does not know if they are the right ones or how to wo rk or what to do. Caller called rep and they said they would return the call but they have not. During the call, it was found the handset charge level was at 0%. Caller will charge equipment and call back to learn how to use equipment, check implant and make an adjustment. Patient rep called back with equipment charged. When trying to connect the therapy app was showing no device found. Caller tried repositioning the communicator but still seeing no device found. Agent reviewed possibility of eos. Caller states they will check the physician listings and see if they can find a doctor.

Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.